Event description:
A patient's vns generator was explanted due to needing an MRI and additional medical testing. The explanted generator was returned for analysis and it was identified the generator did not operate within designed limits. An open capacitor, which caused the generator to fail feed-through capacitor tests, was identified. Manipulation of the feedthru wires may have been a contributing factor. The pulse generator performed according to functional specifications.